Event description:
It was reported that the customer was not seeing drops of insulin at the end of the tubing during the load process. During troubleshooting, customer noticed that the tubing was not connected properly. The tubing was reattached and the customer was able to successfully complete the load process and resume insulin delivery.

Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.